Manufacturer narrative:
Corrected data: the reporter stated that the surgeon attempted to implant a 13.2 mm vicmo13.2 implantable collamer lens, -12 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens tore/broke before injection into the eye and was not implanted. The patient experienced post-operative elevated intraocular pressure. A different lens of the same model and diopter was implanted on (B)(6) 2017. The problem was resolved. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Result: work order search performed, no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12 diopter, in the patient's left eye (os). On (B)(6) 2017 the lens was torn before injection into the eye, and it was not implanted. On (B)(6) 2017 the lens was exchange, and the problem was resolved. As of the date of MDR submission, the lens has not be returned yet.

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon attempted to implant a 13.2mm vicmo13.2 implantable collamer lens, -12 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens tore/broke before injection into the eye and was not implanted. The lens was exchanged on (B)(6) 2017 and the problem was resolved. Device evaluation: the device was returned in a small vial. Visual inspection found that the lens was missing a piece of the haptic. Corrected data: (B)(4).